Manufacturer narrative:
This report is submitted on february 10, 2022.

Event description:
Per the clinic, the patient experienced tinnitus and subsequently was treated with steroids (specific date and duration not reported). However, the issue did not resolve. The device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on april 20, 2022.